Manufacturer narrative:
(B)(4) results: inherent risk of procedure (endoleak, aneurysm rupture, arterial dissection, death), patient's condition affected effectiveness of device (pre-operative dissection, severe calcification and tortuosity of the right external iliac artery), unapproved use of device (use of stent grafts for treatment of a patient with a pre-operative dissection). Conclusion: device failure/lack of effectiveness related to patient condition (pre-operative dissection, severe calcification and tortuosity of the right external iliac artery), operational context contributed to event (use of stent grafts for treatment of a patient with a pre-operative dissection).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a ruptured type b dissection and 40 mm diam eter x 150 mm length thoracic aortic aneurysm approximately 30 months ago. The proximal aortic neck was 34 mm in diameter, and the distal neck was 32 mm. The common iliac artery was severely calcified, the distal aorta was moderately calcified, and the proximal aorta was mildly calcified. The patient was hypertensive, on chronic dialysis, and recovering from pneumonia. A talent (B)(4) was first implanted in zone 3, followed by a (B)(4) that was implanted in zone 2 of the thoracic aorta. Access was via the right external iliac artery, which was 8.6 mm in diameter. After deploying the first stent graft the sheath was pulled out and bleeding was observed from the access vessel. Ballooning was done but the bleeding did not resolve. Another manufacturer's bare metal stent was placed but that also did not resolve the bleeding. The perforation was then repaired surgically using a synthetic vessel and the bleeding resolved. The second thoracic stent graft was then placed. The physician believes the perforation was due to the severe calcification and tortuosity of the right external iliac artery. After placing the second thoracic stent graft a CT showed what was believed to be a proximal type I endoleak. Touch-up was not done due to the type b dissection and the endoleak was expected to resolve on its own. Two days later on (B)(6) 2010, the aorta ruptured again and the endoleak was determined to be type iii separation. The patient's systolic blood pressure at the time was 200 mmhg. Another manufacturer's stent graft was placed and the endoleak resolved. The physician believed the second rupture was caused by the hypertension and the inability to fully isolate the dissection. The patient was not a surgical candidate and tevar was the only option. The patient developed pneumonia again one month later (B)(6) 2010. A rectal ulcer was diagnosed two weeks after that (B)(6) 2010 and the patient died of sepsis at that time (B)(6) 2010. The physician determined that the death was not related to the device or the procedure.